Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. It is unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Reporter¿s phone number is unknown. A device history record (DHR) review was conducted for part # part # 319.006, synthes lot # 7877073, supplier lot # na: release to warehouse date: 06jan2015, manufactured by synthes (B)(4): the raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the depth gauge (part: 319.006, lot: 7877073, mfg: 06-jan-2015) was received at us cq with the needle broken off and the needle was not returned. The complaint condition was visually confirmed and consistent with the reported condition. No new malfunctions have been identified. Dimensional inspection: the dimensional analysis could not be performed as the relevant component (needle) was not returned. Document/specification review: relevant drawing(s) was reviewed; no design or manufacturing defect or deficiency was observed during the investigation. The material was determined to be conforming at the time of manufacture based on the review of the DHR. Investigation conclusion: the complaint condition is confirmed as the depth gauge (part: 319.006) was received broken. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped, struck off-axis or damaged during usage or handling or sterile processing). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, devices were experiencing issues either broken or not performing as they should. A depth gauge broke, and a spiral blade inserter was stuck in the aiming arm. All device malfunctions were found in the sterile processing department. There was no patient and procedure involved. Upon receipt of the device it was identified that the needle of the depth gauge is broken off and the needle was not returned. This condition was re-evaluated and determined to be reportable on (B)(6) 2018. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 3 for complaint (B)(4).